Event description:
A report was received that the patient was experiencing pain near the lead incision site. The physician confirmed through a computerized tomography (CT) scan that a hematoma had developed in the patients epidural space and the cause was unknown. The patient underwent a procedure wherein the hematoma was cleaned up. The patient was doing well postoperatively.